Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for spinal pain. It was reported that the patient had back pain, intermittent/erratic therapy, and believed they had ¿moved wrong¿ in bed because since then they had not felt the stimulation (¿does not feel the pulse¿) from their implantable neurostimulator (ins) in the leg like they normally did (intermittent stimulation in the leg). It was also noted that the ins was close to the skin due to weight loss and the patient was not certain if they pulled something or not and may have ¿pulled a wire.¿ the patient went to check the ins with the programmer to make adjustments but could not find their programmer. They remembered they dropped a bag in the snow and believed it was lost at that time and as a result no troubleshooting could be performed. The patient was directed to their healthcare professional (hcp) regarding the issue but they stated that their doctor was no longer at the practice. The event outcome was unknown.